Event description:
It was reported that leak was observed on a clearlink IV access valve. The leak was from an unknown location on the valve. The reported condition occurred during patient use. There is no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation. However, a photo of the actual sample and three retention samples were available for evaluation. A photo analysis was performed. The cause of the reported condition could not be identified via photographic inspection. Three retention samples were attached to a syringe and water was injected through the sets. No leaks were revealed from testing the retention samples. No other non-conformities were observed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.